Event description:
Report received of an over-delivery. The pump was programmed to deliver morphine 5mg/ml in the pca + continuous mode, an unspecified pca dose with a "10-15 minute" pt lockout and an unspecified 4-hour limit. It was reported that the bedside nurse had difficulty placing a new morphine cartridge into the pump because the pump was unable to read the barcode on the cartridge, even after cleaning. Reportedly, several attempts were required to successfully place the cartridge in the pump. After placement of the cartridge in the pump, the pt complained of itching. Upon nursing assessment it was noted that the slide clamp on the pt line was not closed prior to changing the cartridge and reportedly, 8-9ml of morphine was missing from the cartridge. The pca infusion was held and the md was notified. There were no reported adverse pt effects. The pca pump was removed from clinical service and therapy was resumed using a replacement pump. The customer reported that "shortly" after the pca infusion was stopped, the pt's IV access site required replacement for occlusion. It was the customer's opinion that because the pt experienced no adverse effects from the reported bolus, and that the IV access site required replacement, it was unclear how much of the bolus actually delivered to the pt versus flowing retrograde to the primary container due to the IV access occlusion. Though requested, no add'l info was provided.